Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effects of hematoma, pseudoaneurysm, fistula are listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hematoma, pseudoaneurysm, fistula and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "self-expanding transcatheter aortic valve implantation in patients with severe aortic stenosis undergoing prosthetic mitral valve replacement: a single-center experience".

Event description:
This study discussed self-expanding transcatheter aortic valve implantation in patients with severe aortic stenosis that were undergoing prosthetic mitral valve replacement. In all patients the transfemoral approach was used. Although some patients had surgical access site closure, a perclose proglide was used for hemostasis in the majority of the cases. Major vascular complications occurred including arteriovenous fistula requiring surgical intervention and pseudoaneurysm managed surgically. Minor vascular complications were observed, which included pseudoaneurysms and hematoma, that were managed conservatively without surgical intervention. Total thrombosis was achieved by ultrasound-guided compression of the patient¿s pseudoaneurysm sacs. The study concluded that transfemoral implantation of a self-expanding aortic valve with mitral valve prosthesis patient via the transfemoral route is safe and feasible with maintained long-term results. Specific patient information is documented as unknown. Details are listed in the article, titled " self-expanding transcatheter aortic valve implantation in patients with severe aortic stenosis undergoing prosthetic mitral valve replacement: a single-center experience".